Event description:
It was reported that the device was used during an esophagectomy, the device failed to form clips correctly. It jammed then the jaw broke. Completed case with another device. There were no pt consequences.